Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the third party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected, complaint was confirmed, foam particles were visible and scrapped at the third party service center during the device evaluation. There were no errors logged. Component code in section h6 has been updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the third party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected, complaint was confirmed, foam particles were visible and scrapped at the third party service center during the device evaluation. There were no errors logged.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.